Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that the problem occurred in the process of preparing the intraocular lens (iol). When the plunger advanced, before coming into contact with the patient's eye, the plunger got stuck and the iol would not advance. Account indicated that there is a high turnover of nursing staff and that they cannot rule out that the nurse forgot to apply viscoelastic. Corrected information: upon further review of the new information received it was determined that the reported incident does not constitute a malfunction that could cause a debilitating condition as the incident occurred prior to the surgery. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2023-02881. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted; therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.